Manufacturer narrative:
Product analysis: analysis could not confirm that the screen of the programmer froze and closed out as the programmer booted up and interrogated with no issues. However, the power cord bay was broken and the hard drive was replaced preventative. The replaced hard drive was reloaded and software updated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were issues with the programmer and analyzer. The screen froze and closed out unexpectedly. It was noted that there was a possible interface issue and multiple analyzer attempts were made. The programmer and analyzer were returned for service. There was no patient involvement.